Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-09489. It was reported that high impedances were measured at the drg lead site and the patient lost effective therapy. In turn, the patient underwent surgical intervention to explant and replace one lumbar lead. It is not known which lead was replaced, so both lumbar leads are being reported. Therapy was restored post-operatively.